Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd sleeve. The customer states on (B)(6) 2012, an scd sleeve leaked which caused the pump to alarm. The compression sleeve could not be replaced because the facility was out of stock over the weekend. As a result, the patient was given a higher dose of heparin until a new sleeve arrives.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.